Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radiculopathy. It was reported that the device was no longer working and the patient didn't have it removed. The patient said that it was checked and they were was told it was no longer working. The patient was not interested in replacing the scs system and they were considering having it removed. No symptoms were reported. No further complications were reported/anticipated.